Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: there was no additional patient information provided by the customer. Refer to related manufacturer report numbers 3002809144-2019-00319 and 3002809144-2019-00320 for the device evaluation of the alinity c co2 reagent lots.

Event description:
The customer reported imprecise and shifting alinity c co2 results. The customer provided the following results: sample ID (B)(6) 36 and 25 meq/l. Sample ID (B)(6): 28 and 19 meq/l. Sample ID (B)(6): 35 and 24 meq/l. Sample ID (B)(6): 27 and 18 meq/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the alinity c processing module, list 03r67-01, manufacturer abbott wiesbaden, germany was determined to no longer be the likely cause for the customer's issue. The alinity c co2 reagent, list 07p72-20, manufacturer abbott wiesbaden, germany is the only suspect medical device for this incident. MDR numbers 3002809144-2019-00319 and 3002809144-2019-00320 were previously submitted for the alinity c co2 reagent lots and all further information will be documented under those MDR numbers.